Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer's blood glucose (bg) level. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
Device not returned.